Manufacturer narrative:
H3 device evaluation: evaluation of the returned 39-ch-0008/offset ratcheting torque handle, lot 6685gb015 found it to be out of specification with the torque release measuring at 252.7 in/lbs, 250.3 in/lbs, & 220.1 in/lbs. Well above the 106 in/lb +- 10% design requirement. A review of the ratcheting torque handle other than the excessive torque readings did not yield further incite. The handle retained both drivers and exhibited proper function by being able to ratchet in both directions, and not ratchet when in the fixed position. Review of device history records found fifteen (15) pieces of lot 6685gb (sterilized 001-015) released for distribution on 10/17/2013 with no deviation or anomalies. No corrective actions are being recommended. The root cause for the 39-rd-0060 drive shaft failures appears to be excessive force application on parts that have likely seen about 10 years of usage. The excessive force is attributed in part to the ratcheting handle malfunction. This report is number 3 of 4 mdrs filed for the same event (reference 3005739886-2024-00001-01 / 00004-01).

Event description:
It was reported that a l4-l5 posterior lumbar fusion was performed on (B)(6) 2023, utilizing the reform pedicle screw system. In the final step, the doctor retrieved the standard torque handle, offset ratcheting torque handle (39-ch-0008) with the standard shaft, t25, lock-screw torque driver, reform (39-rd-0060). The initial l4/left side screw was (39-sb-6545) along with a modular polyaxial tulip assembly (64-mt-0403) was solidly placed in the pedicle. After the left side screw was placed (39- sb-6550), a 40mm rod (63-lt-5040) was place in the tulip. Set screws (39-ls-0100) were then placed down the l4 tulip until force was initiated that would result in the force limit on the torque limiting handle to release. Upon making the final forced turn, the shaft sheared off with complete tip remaining in the set screw. The handle/shaft combo was then exchanged from a back-up tray. Again, force was used on the set screw with the same result, complete shearing of the tip. With both tips determined to be "cold welded", as many retrieval efforts were unsuccessful, the tips remained in each tulip and the surgeon completed the procedure. The two (2) final set screws on the right side functioned correctly. There was a twenty-minute (20) delay to the procedure as a result of the reported malfunctions.

Manufacturer narrative:
B2 - other serious or important medical events - this is being reported as a serious injury (retained foreign object) due to the fractured tip of two drivers being left in the lock screw implanted in the patient. H3 - device evaluation in process. A follow-up report will be submitted upon completion. This report is number 3 of 4 mdrs filed for the same event (reference 3005739886-2024-00001 / 00004).

Event description:
It was reported that a l4-l5 posterior lumbar fusion was performed on (B)(6) 2023, utilizing the reform pedicle screw system. In the final step, the doctor retrieved the standard torque handle, offset ratcheting torque handle (39-ch-0008) with the standard shaft, t25, lock-screw torque driver, reform (39-rd-0060). The initial l4/left side screw was (39-sb-6545) along with a modular polyaxial tulip assembly (64-mt-0403) was solidly placed in the pedicle. After the left side screw was placed (39-sb-6550), a 40mm rod (63-lt-5040) was place in the tulip. Set screws (39-ls-0100) were then placed down the l4 tulip until force was initiated that would result in the force limit on the torque limiting handle to release. Upon making the final forced turn, the shaft sheared off with complete tip remaining in the set screw. The handle/shaft combo was then exchanged from a back-up tray. Again, force was used on the set screw with the same result, complete shearing of the tip. With both tips determined to be "cold welded", as many retrieval efforts were unsuccessful, the tips remained in each tulip and the surgeon completed the procedure. The two (2) final set screws on the right side functioned correctly. There was a twenty-minute (20) delay to the procedure as a result of the reported malfunctions.